Manufacturer narrative:
G4: 04aug2020 b4: (B)(6)2020 the device was evaluated by the customer with the assistance of a philips customer care representative. Diagnostics was performed for the device and a failure was detected in the operation of the light indication. It was determined that the cable, battery and power switch overlay needed replacement to resolve the issue. The customer was provided with the replacement part information. A review of the complaint shows no parts were ordered or service requested and the case was closed. If the decision is made to have the device evaluated and repaired by philips a new service order will be opened. A supplemental report will be submitted if new information is obtained. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28apr2020.

Event description:
The customer reported alarm led failure. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported.